Event description:
According to information received, the valve was explanted at autopsy following ten years of implant. A leaflet tear was observed which resulted in moderate regurgitation. The patient had a history of coronary artery disease, lv dysfunction and atrial fibrillation. The valve was returned for analysis.